Manufacturer narrative:
NO FURTHER INFORMATION WAS PROVIDED. A SUPPLEMENTAL REPORT WILL BE SUBMITTED ONCE THE MANUFACTURER¿S INVESTIGATION IS COMPLETE.

Event description:
IT WAS REPORTED THAT THE PATIENT WAS ADMITTED ON (B)(6) 2026 FOR A PROBABLE GASTROINTESTINAL (GI) BLEED. THEY WERE RECEIVING PREP FOR A COLONOSCOPY THAT WAS SCHEDULED FOR TODAY. ROUGHLY AFTER 11:00 PM THE PATIENT HAD FLOWS THAT DROPPED TO 3 THEN 0.5 PER REPORTS. THE PATIENT'S RHYTHM CHANGED FROM SINUS TO VENTRICULAR FIBRILLATION (V-FIB). CARDIOPULMONARY RESUSCITATION (CPR) WAS INITIATED. RETURN OF SPONTANEOUS CIRCULATION (ROSC) WAS ACHIEVED WITHIN LESS THAN A MINUTE. FLOWS RETURNED TO BASELINE AND HAVE REMAINED AT BASELINE SINCE THE EVENT. IT WAS BELIEVED TO BE HYPOVOLEMIC WITH A SUCTION EVENT.

Event description:
The device operated as expected, and the bleeding event was thought to be a progressive GI bleed. The arrhythmia was considered likely due to dehydration and possibly electrolyte related versus a small left ventricle resulting in suction. The Low Flows were attributed to dehydration in the setting of colonoscopy prep. The event was considered resolved, but the patient requested to be made DNR/DNI and decided to discontinue device therapy. The patient passed away on (b)(6)2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.